Event description:
Elevated advia centaur ipth results were obtained on two pt samples. The first ipth result for pt 1 was not reported. A new sample was drawn from the pt and the new result was reported. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ipth result on this pt. Discordant results for pt 2 were reported to the physician during parathyroid surgery, which caused the surgery to be extended longer than necessary.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service engineer (fse) was sent to the site and analysis of the instrument and instrument data indicate that the cause for the discordant results were due to bleach contamination caused by defective bleach valves. The instrument has been repaired. The instrument is performing within specifications. No further eval of the device is required.